Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead.

Event description:
The patient reported that they had two spinal cord stimulators implanted. The first one ran horizontally across the base of their skull and the second one ran vertically from c2 to c7 on either side of the patient's spine. It was noted that at the time of the report the vertical leads had broken. The top three electrodes on both leads on either side of the patient's spine no longer worked. The leads were found to be broken in (B)(6) 2015. Their doctor had submitted a request for surgery to replace the leads to the patient&#62688;insurance company but the request was denied due to the leads being implanted percutaneously in the patient&#62688;neck region for neck pain. The patient was implanted for cervical neck, headache, and occipital neuralgia.

Event description:
Additional information received from the consumer indicated that the patient had a system with 2 leads going vertical cervically and both were subcutaneous. The ones going vertically on the c spine, the top 4 electrodes are not functioning properly and are damaged and in order to work right, they have to run at a high level. The patient was going to a second level hearing because their insurance was refusing to replace it. The left side of the c spine was broken in half and they were still refusing to replace it. It was broken after the 3rd electrode on the left side. The issue had not been fixed yet. The patient had a hunch that the electrodes on the left side stopped working around 2014 or 2015 but they couldn't see their doctor until their insurance switched in 2016. The patient saw a manufacturer representative and they did verify that the top electrodes were not functioning properly. X-rays were taken in (B)(6) 2016 and the patient just got copies of those and notices there was a physical break in the electrodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.